Event description:
A medtronic rep reported the vertek arm of the treon system would not lock down. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
A replacement part was sent to the site. The suspect part was returned and directly caused the event as the instrument end of the vertek arm does not lock down.